Event description:
It was initially reported that the patient has expired. The date of patients' death and implant duration are unknown. It is unknown if the death was device related. Patient also had another device, model 4450, implanted; please reference MDR filed under patient. No further details were provided. Information learned from implant patient registry. The device history record (DHR) review was completed in 2009, and this device passed all manufacturing and sterilization inspections with no nonconformance.

Event description:
It was reported that the patient has expired. The date of patients' death and implant duration are unknown. It is unknown if the death was device related. Patient also had another device, model 4450, implanted. No further details were provided. Information learned from implant patient registry.

Manufacturer narrative:
Device not returned.